Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality >=1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). 2) the edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Per the cer, the device was used in an off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow for sufficient hemodynamic recovery before initiating another episode of rapid pacing. Valve malposition are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Furthermore, obstruction of the lvot can be caused by patient factors (hcm, septal bulge, mitral regurgitation) or procedural factors (reduction of afterload following valve deployment). Depending on the degree of obstruction, cardiac output, pressure gradient and hemodynamic stability may be affected. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require additional intervention. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the lvot obstruction may be due patient factors as described in the summary above. The cause of death is unknown; however, maybe due to patient factors. Other potential contributing factors are unknown as limited clinical information was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Post procedure implant of a 29mm sapien 3 valve in the native annulus mitral position, the patient developed an lvot obstruction. Approximately, 19 days post procedure the patient expired. The exact cause of death is unknown. An unsuccessful attempt was made to remove the mitral valve surgically and the patient was unable to be extubated. Subsequently, the patient expired. Per report the patient developed an ao ro fistula post implant, however the fistula was not treated and resolved on its own.